Event description:
Pump was reported to underinfuse. A 10 hour infusion of an unk medication was reported to take 12 hrs. It is unk at what rate the pump was programmed to deliver. No additional clinical details were able to be obtained. No pt injury resulted.